Event description:
It was reported that during a prostate removal procedure with this greenlight fiber, two fibers blew up. The procedure had to be completed using a different device. There were no patient complications reported.